Manufacturer narrative:
Initially, the manufacturer reported the oxygen blending module was replaced. The device's sensor board was returned to the manufacturer for evaluation. The device's sensor board was replaced due to the control sensor (mt3) being out of tolerance.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.